Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: bi71000194. A medtronic representative went to the site to test the equipment. Testing revealed the system was intermittently not taking 2d images. The handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the system was unable to acquire 2d images. This issue occurred intraoperatively. There was no reported impact on patient outcome.